Event description:
It was reported that the customer reported that the arctic sun device was unable to fill properly and unable to fill the tank. The pressure sensor registered wrong values. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device system does not work in manual mode, the display shows "41 error" and "error 1" when the calibration was in progress but in therapy works correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reported that the arctic sun device was unable to fill properly and unable to fill the tank. The pressure sensor registered wrong values. Per sample evaluation results on 11dec2023, it was reported that the arctic sun device system does not work in manual mode, the display shows "41 error" and "error 1" when the calibration was in progress but in therapy works correctly.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. The reported issue was confirmed. The root cause of the reported issue is that the manifold set screw was not properly adjusted upon installation of the manifold. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reported that the arctic sun device was unable to fill properly and unable to fill the tank. The pressure sensor registered wrong values. Per sample evaluation results on 11dec2023, it was reported that the arctic sun device system does not work in manual mode, the display shows error 41 and error 1 when the calibration was in progress but in therapy works correctly.